Event description:
The complaint is reported as: the unit is overheating. The issue was detected prior to use on a patient.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In addition to the named test parameters, the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without any interruption or functional anomalies. The IFU for this product states: "caution: temperature patterns within the system associated with normal operation will be disrupted if there is insufficient water to pass through the system, which may cause a high temperature alarm." "Maintain adequate gas flow through the column and breathing circuit. This will prevent overheating the column and breathing-circuit." "Warning: always verify airway temperature and that there is regulated gas flow through the system before connecting the humidifier to the patient. Failure to do so may result in heat buildup, causing a bolus of hot air to be delivered to the patient." "Do not operate the humidifier with a dry or disconnected reservoir or without a column installed. Severe damage may result" "warning: when using hudson rci heated-wire circuits: observe the minimum minute volumes recommended in this manual. Do not cover the circuit with sheets, blankets, towels, clothing or other materials. Circuit tubing may significantly soften under these conditions. Do not place or hang foreign objects from circuit tubing. Do not apply excessive tension to the heated-wire harness - do not "milk" tubing. Do not allow the circuit to rest on the patient's bare skin." Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies. Corrective/preventative actions are not required at this time. No further action required. If the proper setup as described in the IFU is not followed, it may lead to heat build-up or high temperature. For example, insufficient water, insufficient gas flow or covering the circuit with materials such as blankets and sheets may cause the device to overheat. These are all described in the IFU.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit is overheating. The issue was detected prior to use on a patient.